Event description:
The customer reported experiencing problems with four balloon catheters. Three of the catheters were from batch number 128356 (infomed complaint number 20040-1384) and one from batch number 128374. The catheters have been used by the same surgeon as always at this hospital.all of these catheters were reported to have broken balloons, which were noted when the surgeon attempted to fill the balloon. On one occassion, the first two catheters broke and only the third was successfully used.

Manufacturer narrative:
This medical device report is linked to medical device number 9612007-2004-00054. The four neuro balloon catheters were received without their original package. Upon visual inspection, it was noted that the four silicone balloons were detached from this distal body. Visual examination showed the silicone balloons are unglued on body side and had burst. Traces of glue are present on the distal body. Based on the visual inspection of the returned catheters, the reported incidents were confirmed. Simulated testing was conducted on sample balloon catheters to determine the root cause of the reported incident. The same defect was observed when the balloon was over inflated (>1.3cc), the balloon first became unglued and then burst. The root cause of this reported incident could very likely be attributed to the over inflation in the balloon. The assembled balloon catheter goes through 100% inflation test (1.3cc) three times and 100% inspection during cleaning of the silicone extremity in production, prior to being released to finished goods. The balloon catheter is fragile by design and should be handled with extreme care. The balloon rupture is a known complication, and is minimized when the instructions for use are followed by the surgeon placing the device. Approximately 9200 balloon catheters have been sold since january 1997. Four hundred of these catheters were from the reported lot numbers 128374 and 128356. No corrective action is required at this time. Further complaints will be monitored for similar trends.